Event description:
It was reported that the customer's pump screen was dark and unresponsive. The customer's blood glucose level exceeded 500 mg/dl, with the displayed value reading "high." To address the high glucose level, the customer administered a correction injection using multiple daily injections (mdi). Technical support instructed the customer to perform several troubleshooting steps, including pressing the pump button and connecting it to a power source, but the screen did not turn on. Technical support determined that the pump needed to be replaced. Despite the pump being out of warranty, the customer had a backup therapy using mdi and a mobi pump that was still under warranty. The customer preferred using the t:slim x2 pump and was advised to order supplies for the mobi pump.